Manufacturer narrative:
Section d9 correction manufacturer's investigation conclusion: evaluation of heartmate ii, left ventricular assist system (lvas), serial number (B)(6), confirmed driveline wire damage that could have contributed to the reported pump stops and driveline fault alarms. Review of the submitted log file confirmed a driveline fault alarm active throughout the majority of the file spanning from (B)(6) 2025 ¿ (B)(6) 2025. Despite the alarm, the pump appeared to operate as intended at the fixed speed, and no other notable events or alarms were captured. (B)(6) was returned assembled with the driveline severed approximately 2.0¿¿ from the pump housing. The distal portion of the driveline was returned measuring approximately 15.5¿. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Microscopic inspection of the distal portion of the driveline wires revealed breaches to the insulation of the brown, red, orange, and yellow wires approximately 10.0¿ from the internal end of the driveline segment. Thinning in the black wire was also observed at this location. Manipulation of the black wire caused the wire¿s insulation to elongate and eventually be pulled apart, completely severing the black wire at this location. Additional breaches in the insulation of the yellow and brown wires were observed at 10.5¿ and 11.0¿, respectively. The remaining wire sections in both the proximal and distal portions of the driveline revealed no obvious signs of damage to the wire insulations or underlying conductors. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification, and the device functioned as intended. If the exposed conductor of the brown, red, orange, or yellow wire came in contact with the metal braided shield while operating on a grounded power source, a short to shield would have resulted; this could have caused the reported pump stops. Similar events could have also occurred if the exposed conductors of two wires from different phases contacted the metal braided shield simultaneously or if the two conductors came in contact with each other while the patient was connected to battery power or the power module with an ungrounded patient cable. Furthermore, the fractured conductor of the black wire would have resulted in the driveline fault alarms observed in the submitted log file. The relevant sections of the device history records for (B)(6) the driveline, serial number (B)(6), and driveline repair kit, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The log files continue to capture known driveline faults (2916596-2023-01358). No significant changed were seen in the log file driveline phase data. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.

Event description:
The patient had a pump exchange on (B)(6) 2025. The patient had a known and ongoing phase-to-phase issue with intermittent pump stops.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.